Event description:
It was reported that a patient underwent an unknown spinal procedure. During the procedure, it was reported that the thread of the screwdriver broke off. The broken thread/piece was removed and a new driver was used to complete the procedure. No further details are known at this time.

Manufacturer narrative:
(B)(4): analysis of the returned device visually confirmed approximately ~3 mm of the instrument tip has been broken off, consistent with interface during usage. Dimensional inspection of the inner shaft diameter and material hardness confirmed conformance to print specification. Fracture surface analysis reveals a fairly flat fracture surface and circular material flow, consistent with torsional overload, consistent with torsional overload condition. The above findings are consistent with torsional overload.